Event description:
The customer reported to olympus, the gastrointestinal videoscope insertion tube dent. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object attached to the operation unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: due to a pinhole on channel tube, water tightness was lost. Adhesives around the light guide lens had a white-clouded area. The adhesive around the light guide lens was peeled. Adhesives around the objective lens had a white-clouded area. The adhesive around the objective lens was peeled. The paint on the air/water cylinder was peeled. The paint on the scope cylinder was peeled. The switch box had a scratch. Switch 4 had wear. Adhesive on the bending section cover had a white-clouded area. The adhesive on the bending section cover had a crack and a chip. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Plastic distal end cover had a burn. The connecting tube had a scratch. Scope-connector had a crack. The universal cord had a wrinkle and a scratch. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known when the foreign material adhered to the endoscope. The customer did not know what the foreign material was. There were no abnormalities in the accessories used for reprocessing. All external surfaces of the scope were wiped/brushed with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found a foreign object attached to the operation unit during evaluation; however, the customer returned the device without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.